Event description:
It was reported that during a cryo ablation procedure, after the atrial septal puncture was completed, the balloon catheter, mapping catheter and sheath were assembled and ready for use. After the sheath entered the patient it was found that the patient had a pericardial tamponade. The case was aborted the patient was not under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The patient file was corrupted. In conclusion, the reported clinical issues (pericardial tamponade) could not be assessed through data analysis. The physical product, 4fc12 sheath is pending return for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, after the atrial septal puncture was completed, the balloon catheter, mapping catheter and sheath were assembled and ready for use. After the sheath entered the patient it was found that the patient had a pericardial tamponade. The case was aborted the patient was not under general anesthesia. No further patient complications have been reported as a result of this event. .

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012218950 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle, and dilator. No anomaly was identified during the external visual inspection. The handle, shaft and sideport were intact with no apparent issue. The functional testing was performed. No anomaly was discovered. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03317 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.01083 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00258 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issue. In conclusion, the clinical issue (cardiac tamponade) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The sheath passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.